Event description:
Meter does not turn on when contact inserts the test strip and that when contact presses the button to turn the meter on, the display is faded and missing parts. A review of the system was performed over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.